Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial lead exhibited failure to capture. It was also noted that the guidewire was unable to be completely inserted into the lead. The right atrial lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to advance stylet/guidewire was confirmed. The reported event of failure to capture was not confirmed. Final analysis found a complete lead was returned in one piece. The lead was evaluated with the stylet and found restriction/obstruction at the distal region of the lead. The cause of the reported event of the failure to advance stylet/guidewire was isolated to the inner coil clogged with blood. Visual examination, x-ray, short test, continuity test, hi-pot test and impedance test did not find any anomalies.